Manufacturer narrative:
(B)(4) for the reported event of stent cover damaged. (B)(4) for the reported event of stent positioning issue. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date (approximately two weeks prior (B)(6) 2014). According to the complainant, the stent was implanted to treat a benign post-surgical leak. The patient¿s esophagus was not dilated prior to the procedure and the patient¿s anatomy was tortuous. On (B)(6) 2014, the physician noted that the end of the first stent was obstructed due to its position within tortuous anatomy. A second stent was successfully implanted within the end of the first stent during a stent-in-sent procedure on (B)(6) 2014. When the second stent was implanted, it was noted that the first stent had small holes in the stent covering. In the physician¿s assessment, the holes in the stent cover could have been due to the manipulating in and around the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿